Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency. The patient stated their stimulation was too high. For troubleshooting, the patient was guided on the call to turn the programmer off and on a couple of times to get the correct screen and the patient got an error. Later that day the patient reported when they sat down, it felt like the wire moved deeper and it was very painful. There were no further complications reported/anticipated.